Manufacturer narrative:
The insulin pump had cracked battery tube threads and reservoir tube lip completely broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic around the top of the reservoir compartment came off. The customer noticed the issue last week. The customer's blood glucose level was 30 mmol/l at the time of the incident. The product was returned for analysis.